Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fourteen device. The event report alleges the product was used in a surgical procedure. However, analysis suggests that the product was not used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The needle wasn't secure in the jaw.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic procedure, the device was difficult to toggle. The endostitch instrument's clamping mechanism for the needle regularly fails despite proper application. The needle fell into the patient cavity and needles are partially lost in tissue. No patient injury was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during the laparoscopic partial diaphragmatic plastic with alloplastic mesh procedure, the device was difficult to toggle. All the needles were removed and disposed of in the garbage. As a result there was a hematoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.